Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 06/06/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that the latest tool file causes the site's navigation system to become unresponsive. The medtronic representative was told that this occurred while on a stand at an exhibition. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The tool file was not compatible with cranial 3.0. Software. The software functioned as designed.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.